Event description:
It was reported that the internal battery charge of a device dropped by 70% in a short period. There was no adverse impact to the customer's blood glucose level. The customer was instructed to charge the pump using reliable charging supplies, which successfully prevented further battery depletion, and there was no unexpected shutdown. The customer continued to use the pump for insulin therapy.